Event description:
It was reported that, during a mmprt procedure, when the firstpass mini bit of meniscus, the upper jaw broke and fell off in the joint. All the broken parts were removed from the patient. Additionally, an anchor cracked; however, it is unknown if it happened outside or inside the patient. Surgery was resumed, after a 90 minutes delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Insufficient product identification information was provided, and thus, a product print specification review could not be conducted. An analysis of the customer provided image(s) found an anchor broke at the base, and metallic pieces separated from the device. Factors that could have contributed to the reported event include an impact inconsistent with normal use or excessive force. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a mmprt procedure, an anchor cracked; however, it is unknown if it happened outside or inside the patient. Surgery was resumed, after a 90 minutes delay, with a back-up device. No further complications were reported.